Event description:
A trilogy 100, USA ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy 100, USA device failed a 02 low flow test step during evaluation at the manufacturer's service center. The technician replaced the device's active exhalation control module (aecm) to address the issue. During failed test investigation, noticed device is alarming for "ventilator service required" err_vpwrfail_failure. The system board pca has been replaced to address the error code. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.